Event description:
During a surgical procedure the jaw of the precise bipolar pyramid tip instrument broke. Upon breakage, one of the graspers detached from the instrument and was retrieved. It was also reported that the instrument insulation was missing. No pt harm, adverse outcome or injury was reported.